Event description:
It was reported that patient underwent an ipd (interspinous process decompression) procedure at l3-l5 with interspinous spacers to treat spinal stenosis. Post-operatively, the "patient began experiencing pain, burning,and tingling" in the lower extremities. It was reported that the "patient believes the bar holding the fixation device may be broken". Patient has not undergone a revision surgery but has been "receiving pain blockers (epidurals, cortisone) to alleviate the pain". Patient has experienced "continued leg and buttock pain since the procedure" so the patient followed up with a physician for a second opinion. Tests were performed, including CT scans and a myelogram, and the patient was told "there was nothing that could be done because there were a multitude of spine related problems" and the patient was then referred back to the original surgeon. No further information has been provided.

Manufacturer narrative:
Date of event is unknown. Implant date provided: (B)(6) 2010. Day unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.